Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was put in to help the patient's sciatic and low back pain. Her sciatic nerve had been so bruised she could hardly walk. The patient used an iceman. The patient had falls but nothing recent. The ins area was burning and feeling like stabbing. When she changed position it felt like it ripped or pulled. This occurred 10 days to 2 weeks ago, but then later reported it occurred the first week of (B)(6) . During that time, the patient also got a bad headache if she had the ins turned on for a long time. There was an increase in arthritis and degenerative disc pain in her mid-back and neck that radiated towards the ins and towards her bra strap, vertebras in the neck and back and "I don't have much between them." The patient was in the emergency room (ER) today due to the increased pain. Further follow-up is being conducted to determine what the circumstances were that led to the issues and what steps were taken to resolve the issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. Regarding the circumstances that led to the event, the patient noted the following: "? When I had a fall, weight/muscle loss, changing positions when sitting or laying." In addition to the e.r. Visit in (B)(6), the patient had an e.r. Visit around (B)(6) because of a fall. It was also reported the headaches had been noticeable since the patient's stroke in (B)(6) 2014, so the patient "used for shorter periods of time." The patient also took a muscle relaxer and an opioid pain medication to help with the pain. A healthcare professional told the patient the opioid pain medication and antidepressant were likely causing the headaches. The implant was adjusted on (B)(6) 2015.